Manufacturer narrative:
(B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. H6 code of 4581 was chosen to capture the event of peg pulled painfully into the stomach to the point that the inner fixation plate of the peg was in the pylorus. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient was in the emergency room due abdominal pain. The peg tube was being pulled, to the point that only a few centimeters were visible at the stoma. An investigation done with contrast showed that the inner plate of the fixation plate was pulled into the pylorus. The patient remained in the hospital with orders of nothing by mouth, a nasogastric tube placed to empty stomach contents, morphine for pain and an IV drip. An xray noted constipation. Multiple attempts were made to obtain additional information and clarification, without success.